Event description:
Allegedly, 9 radiology technicians have sore wrists due to the reported difficulty in moving the device's carriage assembly up and down after the cytoguide option was added to the device. Reportedly, 8 of the 9 technicians have sought medical attention and are now wearing protective wrist braces when operating the device.